Event description:
Reported blood glucose results of 207 mg/dl, 255 mg/dl, 311 mg/dl and 463 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.